Event description:
The customer reported via phone call that the insulin pump alarmed button error, after the buttons were not responding and scrolling. Customer's blood glucose was 122 mg/dl. The customer had been walking out in the rain the previous night. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.